Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. The soft cannula was observed to be flattened. It could not be determined when this damage occurred nor if it caused a failure to deliver insulin. A leak test was performed on the device, and no leaks were observed along the fluid path. No damages were observed to the device that would cause leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 359 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. The soft cannula was observed to be flattened. It could not be determined when this damage occurred nor if it caused a failure to deliver insulin. A leak test was performed on the device, and no leaks were observed along the fluid path. No damages were observed to the device that would cause leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 359 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.